Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 75-year-old woman with a medical history significant for congestive heart failure, chronic obstructive pulmonary disease, coronary artery disease, type two diabetes mellitus, hypertension, prior cerebrovascular accident, peripheral vascular disease with femoral-to-femoral bypass, dyslipidemia, and bilateral carotid artery stenosis presented for a high-risk percutaneous coronary intervention. The physician elected to place an impella cp device via a percutaneous right axillary approach. The high-risk percutaneous coronary intervention was performed. At the conclusion of the procedure, the impella cp device was explanted. The patient demonstrated evidence of bleeding at the access site, which was managed with internal balloon tamponade and application of light external pressure. Repeat imaging demonstrated evidence of an aneurysm at the right axillary access site, and a viabahn covered stent was placed. No additional patient outcome information was reported.

Manufacturer narrative:
Corrected: d1, d4 (serial). Ppae( major bleed/vascular dissection) : the root cause of the injury was not determined due to insufficient clinical details.